Event description:
It was reported that prior to a hand assisted lap nephrectomy, the acoustic stud broke off the handpiece into the instrument. Another handpiece and instrument were used to complete the case with no patient consequence.